Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic, there it was noted that the patients atrium was in sinus tachycardia at approximately 200 beats per minute. The pulse generator did not mode switch. No patient symptoms or intervention was reported. No further information was available.